Event description:
The customer reported the system displayed an ad channel fail error message. This message will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power signal board, charger board, and the fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.